Event description:
A customer from (B)(6) notified biomérieux of the false positive detection of the esbl phenotype when testing with the vitek® 2 ast-n351 test kit (ref 421257). The customer was testing an escherichia coli strain from a patient isolate and an internal quality control strain. The customer stated that when testing the same patient strain and an iqa (internal quality control) strain (also coming from a patient isolate) on the impacted ast-n351 card, they obtained varying results for the esbl phenotype. The same patient isolate was tested multiple times on the ast-n351 card. Esbl was proposed for initial and repeat testing, but was not proposed when tested a third time. The expected result for this isolate was esbl negative as checked by an alternative method: esbl disc testing was negative for the esbl phenotype. When initially reported, the customer stated using a non-validated media for the vitek®2 ast-n351 card when testing. However, on (B)(6) 2018, the customer corrected their statement about which media they used. They tested from cps ID agar. This is considered a validated media for this card. The customer reported that incorrect results were reported to a physician, who requested alternative manual method testing. No patient was harmed or treated incorrectly. There was a delay in reporting results of 24 hours. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was performed in response to customer complaints reporting an increase in the frequency of esbl phenotype detection by the advanced expert system (aes) following the update to vitek 2 systems (v2s) software version 8.01. Testing by alternate methods has not confirmed the presence of esbl in impacted strains. Conclusion: in the aes version 8.01 of the vitek2 software, the mic ranges for e. Coli and piperacillin/tazobactam were changed for the 'acquired penicillinase' and 'inhibitor resistant penicillinase' phenotypes. These changes consisted in removing mics >=128 mg/l as possible mics for both phenotypes. The consequence is that this change has revealed a preexisting issue in the aes definition of the cefuroxime mic range for e. Coli and esbls (cefuroxime mics <=8 mg/l should prevent the esbl proposal). This, in addition to the specific antibiotic configuration of the ast-n351 card and absence of the esbl test, is the root cause of the reported increase in esbl phenotype proposal for the ast-n351 card. This issue will be corrected in vitek 2 systems software version 9.02. It should be noted that there are no published performance claims for phenotype detection by aes. A field safety corrective action (fsca 4191-1) was issued 13-dec-2018 to the united kingdom to addresses this issue in the field. The associated urgent product correction notice informs customers of the esbl phenotype proposal and describes criteria limitations to be applied via a vitek® 2 bioart rule. PMA/510(k) number corrected to n50510: s103.